Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had failed in a very ill patient. The patient was replaced with another tube, had recovered and recently discharged.